Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the sponge of the air inlet path assembly was observed to be partially peeled off. The inlet air path assembly needs replaced to address the issue.